Event description:
Inaccurate result (s). It would have been nice to have instructions in english since it was my first time to use a home test. I had to call my son so he could explain the process to me. I also got conflicting results on the same day with two different tests. Had to go to dr to get results.